Manufacturer narrative:
A replacement portal cover was sent. Sensory medical followed up on its use and the grandparent confirmed that the child was no longer escaping. Sensory medical requested a return of the one in use but it has not been received as of this report. The lot number for the canopy is 240806m06. Review of the lot records demonstrated the lot passed the required inspections. There was no report of injury as a result of the event.

Event description:
Per the grandparent, the child is escaping from the bed through the portal. The grandparent provided a picture which shows a lock is used to secure the zipper, but the zipper is separated. There was no report of injury as a result of the event.